Event description:
Customer called to say that at 8pm on the event date, she put a new pod on and the pod was making a loud, crackling sound when she filled it with insulin. The customer continued to fill the pod and used it. Her blood glucose ranged 147-480 mg/dl before deactivating the pod. No further information is available.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over pressurized. The user is instructed in the user guide to monitor blood glucose levels frequently. By following this recommendation, the user became aware of their high blood glucose and started a new pod or backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.